Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the tubing and reservoir had air bubbles. The customer¿s blood glucose was 103 mg/dl. The customer reported that the approximate size of air bubbles was 5 to 6 inches. The customer noticed air bubbles during therapy. The air bubbles are found in the tubing. The troubleshooting was performed for air bubble anomaly. The customer was instructed to disconnect at the quick release. The customer reported that she saw a big bubble and thinks it was a bubble from the reservoir and swept into line. The reservoir and infusion set will not be returned for analysis.